Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the user was advised to re-link the sensor. The user remained unresponsive after multiple callback attempts to provide further assistance. As per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.